Event description:
It was reported that prior to use with bd vacutainer® multiple sample luer adapter it was discovered that the material was labeled as a 360211, however packaged in a 367300 shelf cartoon. The following information was provided by the initial reporter, translated from japanese to english: this is a report about incorrect packaging. According to the customer's report, material #360211 products are packed in the shelf carton of material #367300.

Manufacturer narrative:
H6: investigation: bd had not received samples, but 9 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect packaging with the incident lot was observed, however it could not be determined where the mix-up occurred. The packaging (material# 367300) and product (material# 360211) are from two separate manufacturing facilities. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Manufacturer narrative:
Medical device lot #: (B)(4) was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer(r) multiple sample luer adapter it was discovered that the material was labeled as a 360211, however packaged in a 367300 shelf cartoon. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about incorrect packaging. According to the customer's report, material (B)(4) products are packed in the shelf carton of material 367300.